Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty cycler and the patient event of dehydration. However, there is no documentation to show a causal relationship between the liberty cycler and the adverse event. The patient¿s solution strength was changed and the patient recovered. Based on available information the liberty cycler can be excluded as the cause of the dehydration event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2019 the contact for this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to inquire how to cancel a treatment as the patient disconnected in order to be transported to the hospital. Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient disconnected from treatment and presented to the emergency room (ER) for dehydration. The patient was administered intravenous (IV) fluids (type and volume unknown) and then monitored in the ER until discharged later that same day. The patient had been completing treatment with 4.25% solution and was switched to 2.5% solution. The patient has since recovered and continues to complete pd therapy on the liberty cycler with no further reported issues.